Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on (B)(6) 2010 and that it performed to specification up to (B)(6) 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6)2014 and the final history log entry on (B)(6) 2014. During this time the pad-pak became depleted and a new pad-pak was installed. Investigation found this type of fault is contributed to membrane failure. The fault was witnessed during the investigation and could not be replicated with a new membrane fitted. Furthermore, there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.